Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - head. Only the m2a-magnum mod hd sz 48mm item# 157448 lot# 937450 was returned and evaluated. Upon visual inspection there are black marks and indentations to the face of the device. The outside diameter show scuffing. DHR was reviewed and no discrepancies related to the reported even were found. Root cause was unable to be determined. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Patient noted pain on unspecified date, workup consisted of metal ion analysis and mir with abnormal results. The complaint was confirmed based on the provided medical records and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a right hip revision approximately twelve years post implantation due to pain, elevated ion levels and metal related pathology. The head component was removed and replaced with no complications. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 001825034-2023-01348. D10: cat #: us157854 / m2a-magnum pf cup 54odx48id /lot #: 875280. Cat #: 103206 / taperloc por fmrl 12.5x145 / lot #: 930840. Cat #: 139254 / m2a-magnum 42-50mm tpr insrt-3 / lot #: 937870. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.